Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that, 1 year and 8 months after the dental implant was installed in intraoral region #8, its loss of osseointegration was observed. A 25 ncm of primary stability was achieved. The patient presented insufficient bone quality/ quantity (bone type ii).